Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx indicating that the battery is low on charge. The customer communicated with the rse. The customer while working with the rse now finds the battery can be charged. The device is fully functional. Based on the information available we were unable to replicate the reported problem. The reported problem was not confirmed by philips. The customer on their own was able to recharge the battery and the device became fully functional. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced, and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted. If additional information is received the complaint file will be reopened.